Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the housing around the 30-degree endoscope did not stay upright and rolls down so the picture was upside down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were being placed in the patient when the issue occurred. The image was not inverted, and the endoscope did not move freely with uncontrolled motion. This issue did not involve a reversed control on the system arms. The 30-degree endoscope was installed in the up orientation. The surgeon did confirm the desired orientation when the endoscope was installed. The reporter stated there was an indication of the image orientation provided to the user via user interface and both the endoscope and the endoscope¿s adapter/base was still engaged/in-synch/attached. There were no reports of damage observed on the endoscope¿s adapter/base. Prior to the issue, the endoscope was manually rotated 180 degrees. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion and used a different backup scope to resolve the issue. There were no reports of any injury to the patient due to this issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observations not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable.

Event description:
Refer to h10/h11 for follow-up information.